Event description:
Philips received a complaint on an intellivue x3 patient monitor indicating that the unit has a constant speaker malfunction. The device was not in use on a patient at the time of event, there was no patient involvement.

Manufacturer narrative:
Analysis was performed at philips bench. The bench technician was unable to replicate the customers issue of the device was displaying a speaker error. The bench tech was able to produce sound and the speaker was working and displaying per specification. Based on the results of the analysis, the product was confirmed to be operating per specifications, and the cause of the reported problem was not able to be identified. A speaker assembly was ordered and replaced to addressed the customer issue as a precaution. A review of the service history for this device shows the problem has not been reported again for this device.